Event description:
Three ijig disposable instruments were reported to be missing when the implant kit was opened at the start of the case. Anesthesia had been administered, but no incision had been made. No surgery was performed.

Manufacturer narrative:
Three ijig disposable instruments were reported to be missing when the implant kit was opened at the start of the case. Anesthesia had been administered, but no incision had been made. No surgery was performed. Review of the device history record indicates that the device was manufactured to spec. Records indicate that all instruments were present at the time of product release.